Event description:
It was reported that the customer was changing the infusion set and they were trying to fill the cannula the insulin pump alerted max fill. The alert was unable to be cleared due to unresponsive buttons. The customer's blood glucose was 503 mg/dl. The customer stated that the insulin pump might have been exposed to moisture because they wear the device in their bra. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with keypad unresponsive due to unlocked connector at lcd board. Unable to verify max delivery alarm or performed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, due to unresponsive keypad anomaly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.